Event description:
The customer contact reported the device powered off by itself. The device was returned to the biomedical dept with a report of, pump turned off while on a pt. No specific pt info, pump programming, or event details were provided. There were no reported any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.